Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a heart attack and diabetic ketoacidosis on the same day. The customer was released from the hospital and ever since then she has been experiencing low blood glucose due to her physician increasing her basal rates. The patient's blood glucose was 30 mg/dl at the time of incident. The patient treated with food. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.